Event description:
It was reported that this right ventricular (rv) lead, exhibited high out of range pace impedance measurement, greater than 3000 ohms. Technical services (ts) noted there was no noise on presenting electrogram, and discussed troubleshooting options and possible connection issue. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).